Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before a bariatric procedure. At some time, post filter deployment, it was alleged that the filter struts perforated and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Few years post filter deployment, computed tomography (CT) revealed that an inferior vena cava filter was noted. A medial filter prong abutted the aortic wall. A lateral prong perforated the inferior vena cava and abutted a lower pole right renal artery. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4 (expiry date: 05/2007), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of morbid obesity, chronic venous insufficiency and gastroesophageal reflux disease was scheduled for vena cava filter placement. The right femoral vein was accessed and a c-arm study was performed which demonstrated the vena cava to be less than 2.5 cm in size. The filter was deployed and the delivery device was removed and pressure was held for good hemostasis. Next, an endoscopy was done by passing a laryngoscope through the pharynx and esophagus and into the duodenum. A hiatal hernia with gastroesophageal reflux was noted, no biopsies were done. The patient was transferred to the recovery room in stable condition. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Per the plaintiff profile form, the patient had the filter implanted in conjunction with or before bariatric surgery. Therefore, it is possible that procedural issues contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include but are not limited to the following: perforation of other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported a vena cava filter was deployed in conjunction with or before a bariatric procedure. After an unknown amount of time post filter deployment, allegedly caval perforation was identified with limbs abutting the right renal vein and aortic wall. The filter has not been removed and there were no filter retrieval attempts performed. The patient alleges to experience abdominal pains.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with history of morbid obesity, chronic venous insufficiency and gastroesophageal reflux disease was scheduled for vena cava filter placement. The right femoral vein was accessed and a c-arm study was performed which demonstrated the vena cava to be less than 2.5 cm in size. The filter was deployed and the delivery device was removed and pressure was held for good hemostasis. Next, an endoscopy was done by passing a laryngoscope through the pharynx and esophagus and into the duodenum. A hiatal hernia with gastroesophageal reflux was noted, no biopsies were done. The patient was transferred to the recovery room in stable condition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported a vena cava filter was deployed in conjunction with or before a bariatric procedure. After an unknown amount of time post filter deployment, allegedly caval perforation was identified with limbs abutting the right renal vein and aortic wall. The filter has not been removed and there were no filter retrieval attempts performed. The patient alleges to experience abdominal pains.